Manufacturer narrative:
Concomitant medical products: product ID 978b133, lot# va2c2vc, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type lead. Other relevant device(s) are: product ID: 978b133, serial/lot #: va2c2vc, ubd: 10-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient experienced loss of therapy and no longer could feel stimulation. An x-ray was taken, showing that the lead had pulled out of the sacrum. There were no known external/environmental factors that could have contributed to the issue. The lead was replaced and the issue was resolved.